Manufacturer narrative:
Malfunction was first reported to FDA via medwatch - (B)(4). We contacted the customer and asked for more details. Unfortunately, the customer doesn't have the defective product to return and are unable to provide the product code, lot number and conditions of use. Therefore, this complaint could not be confirmed, and the root cause of this issue cannot be identified. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are also conducted during production. Since there was no product or batch information available, it was not possible to retrieve any reference-related information from our database. Corrective action: due to the missing sample and further information, the root cause of this issue could not be confirmed and identified. Therefore, no further corrective action was initiated by quality management.

Event description:
PICC (peripherally inserted central catheter) line site symptomatic and PICC line appears unmoved from original placement depth. Event reached patient-caused minor harm or requiired minimal intervention. No medication was involved with the event.

Event description:
PICC (peripherally inserted central catheter) line site symptomatic and PICC line appears unmoved from original placement depth. Event reached patient-caused minor harm or requiired minimal intervention. No medication was involved with the event.

Manufacturer narrative:
Malfunction was first reported to FDA via medwatch - (B)(4). Vygon's rep is reaching out to the customer to get needed information on this complaint. Once we receive that, a follow up to this report will be submitted.